Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported that this pacemaker was prematurely depleting. Analysis showed that the battery diagnostic data indicated that the power consumption of this device has been increasing during the past year. The malfunction appeared consistent with other pacemakers that have had continuous average power increases. The device was explanted. No additional adverse patient effects were reported.